Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Unable to upload or download due to moisture damage on electronic assemblies. Pump error alarmed during selftest due to moisture damage on keypad traces. The insulin pump received with corroded force sensor assembly and moisture damage on motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Health care practitioner requests assistance with carelink upload. (B)(6) stated that she completed the upload but the system will not allow her to see the patients data. Customer's outcome pertaining to the complaint: confirmed that (B)(6) completed pump upload correctly and she still was unable to see data within the reports. Assisted (B)(6) with logging into customers carelink personal account to complete pump upload. (B)(6) attempted the upload using the carelink usb and received an error message. Discovered that customers battery was low. Advised (B)(6) to reattempt upload and it progressed to 96% before failing. Advised (B)(6) to reattempt the upload and she disconnected the phone call. (B)(6) called back. (B)(6) confirmed that they were using windows 7 with ie. Advised (B)(6) to attempt upload under chrome and the issue persisted. The upload failed at 96%. Created customer a second account and the issue occurred again. (B)(6) stated that customers pump is the only pump they've encountered ongoing issues with uploading. Advised (B)(6) that we will submit a request to their local office for the replacement of the pump.